Manufacturer narrative:
Customer's meter was returned, investigated and the complaint was not confirmed. All results fell within the range specification for the device, and no new issues were observed during control solution testing. It is important to note that the original tw meters were returned by the customer for investigation.

Event description:
Customer's daughter stated that her mother's adc meter would not work and she was unable to test her mother's blood glucose. She reported she found her mother in her bed unresponsive, she had lost consciousness and was shaking "as if having a seizure". Paramedics were called and upon arrival, they received an hcp meter result of 80mg/dl. Customer was transported to a local ER and admitted to the intensive care unit, diagnosed with hypoglycemia and treated with IV fluids (solution unknown). There was no report of death or permanent impairment associated with this report.